Manufacturer narrative:
¿This case is part of a remediation performed by stryker following the acquisition of artelon company. This case has already concluded with minimal information. Therefore, no supplemental MDR will be submitted unless additional information is provided¿ this investigation is part of the artelon remediation aiming to transfer the data history into tw. An investigation of this case has already been performed by artelon - please refer to attachment. The conclusion of the investigation states: the failures noted by the surgeons in this complaint were immediately detectable and did not cause patient harm or significant delay of surgery. Poor surgical techniques were the contributor to the failures noted above.

Event description:
Utilized 2 solo kit 51004 sn (B)(6) during an ankle scope brostrom procedure prepared the talar aspect in typical fashion utilizing artelon guide wire, drill guide, & drill bit under c-arm. Large patient with redundant soft tissue. Removed guidewire and attempted to implant anchor with strip in talar aspect in same trajectory. Lost visibility of tunnel but thought the anchor was lined up properly. Upon impaction, the anchor did not seat in the tunnel and become deformed. The anchor was repaired on back table and realigned to proper orientation. With lack of visibility, the anchor was again lined up with the tunnel and impacted. The swivel tip disassociated upon impaction. A second kit was opened. The tunnel in the talus was identified with guidewire. The new anchor was inserted and properly implanted without incident. Attention was turned to the fibular preparation. Under c-arm, the guide wire was placed, the drill guide and drill bit were utilized to create the tunnel for anchor placement. Dr (B)(6) the anchor in the fibular tunnel keeping the flexband under slight tension. During final impaction, the flexband severed on both sides of the fibular anchor. Dr (B)(6) excised the remainder of the flexband, leaving the anchors in place. The soft tissue/retinaculum was sutured and a successful brostrom was completed.